Manufacturer narrative:
The lot number for the device was not provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after injecting dye via port implanted in the left chest the patient allegedly complained of pain at the port site. Reportedly, the port site was identified swollen and hard to the touch and was treated with warm and cold compress. Furthermore, the port was removed and replaced. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one powerport MRI implantable port, 8 fr. Chronoflex polyurethane catheter was returned for evaluation. A visual and functional evaluation was performed. Fluid residue was noted throughout the device and multiple accesses were observed at the port septum. The port septum was noted to be partially dislodged from the port body. Functional evaluation noted a leak at the dislodged port septum. Therefore, the investigation is confirmed for the reported swelling, specifically due to a dislodged septum. While the dislodged septum contributed to the reported swelling, a definitive root cause for the dislodged septum could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Per the reported event details, the event occurred after injecting dye. Therefore, it is possible that excessive pressure during infusion contributed to the reported event; however, a definitive root cause could not be determined. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that after injecting dye via port implanted in the left chest the patient allegedly complained of pain at the port site. Reportedly, the port site was identified swollen and hard to the touch and was treated with warm and cold compress. Furthermore, the port was removed and replaced. The patient status was not provided.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after injecting dye via port implanted in the left chest the patient allegedly complained of pain at the port site. Reportedly, the port site was identified swollen and hard to the touch and was treated with warm and cold compress. Furthermore, the port was removed and replaced. The patient status was not provided.